Event description:
It was reported that on (B)(6) 2020, the patient had aortic regurgitation. The patient experienced a bacterial infection on (B)(6) 2020. Surgical treatment and pharmacotherapy were performed. The patient was readmitted. On (B)(6) 2020, the patient had a computed tomography (CT) scan and results indicated that the patient had a convulsion. The patient was given warfarin, heparin, aspirin and an anticonvulsant at the time of the event. The cause of the neurological dysfunction was unknown. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6b: date of explant was inadvertently reported in initial report and is not applicable for this event. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent a pump exchange on (B)(6) 2020. The device was returned and evaluated under MFR # (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists neurologic dysfunction and infection as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists neurologic dysfunction as a potential late postimplant complication. Section 5, "surgical procedures", warns that moderate to severe aortic insufficiency must be corrected at time of device implant. The patient care and management section provides information on controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.